Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 8mm whole unit 10bg 500 had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was not on shelf carton. Event description per attached email states: from phone call on 2020-11-13 21:06:29: returned call pharmacist stated, she no longer needed assistance with expiration dates. Stated, she made arrangements to have credit issued on unopened, expired product. Provided information on one box only."

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was not on shelf carton. Event description per attached email states: from phone call on 2020-11-13 21:06:29: returned call. Pharmacist stated, she no longer needed assistance with expiration dates. Stated, she made arrangements to have credit issued on unopened, expired product. Provided information on one box only.".

Manufacturer narrative:
H6: investigation summary . No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch number being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.